Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), the anterior leaflet became torn, which is considered a serious injury to the patient. It was reported that this was a challenging mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. Grasping was difficult due to the anatomy and the clip became caught in the chordae. The clip was freed with standard troubleshooting. After the leaflets were grasped and the clip was deployed, the anterior leaflet was noted to be damaged. The second clip was deployed, reducing the mr to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported difficulty grasping and difficulty removing the clip from the anatomy (chordae) appear to be related to patient morphology/pathology due to challenging anatomy. The reported patient effect of tissue damage was likely a result of the difficulty removing the clip and; therefore, related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.